Manufacturer narrative:
Annex g code, h7 and h9 in the initial MDR are not applicable for this file. The reported issue that the lvp module had dimmed led segment, could not be confirmed. The reported event of device had dimmed led segment, was created to document the event that the customer reported. The customer did not return the device for evaluation. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 29jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the customer answered "yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.

Manufacturer narrative:
The reported issue that the lvp module dimmed led segment issue could not be confirmed; no product was returned for investigation. Device history record (DHR) reviews are not required for this complaint.

Event description:
It was reported that the customer answered "yes" to the survey question"are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer answered "yes" to the survey question"are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.